Manufacturer narrative:
Batch review performed on 04-mar-2020: lot 180924: (B)(4) items manufactured and released on 28-may-2018. Expiration date: 13.05.2023. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in due to signs of infection 1 year and 2 months after the primary, the pathogen is unknown. The surgeon performed a washout and poly-swap and the surgery was completed successfully.